Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however device evaluation was performed on site by a baxter field service technician. A visual inspection and functional tests were performed. Device evaluation discovered and confirmed the reported condition of a depleted battery alarm, and the root cause was determined to be depleted main batteries. The main batteries were replaced to repair the reported condition. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow up report will be submitted if additional information becomes available.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a depleted battery alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 6.63.92, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4), baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).